Manufacturer narrative:
(B)(4).

Event description:
Correction to the event description. There was no distal endoleak or event related to the stent graft. Per the physician there was aortic vessel rupture distal not connected to the previously implanted stent graft. This was due to the diseased state of the thoracic aorta. The event reported was not related to the endurant stent graft.

Manufacturer narrative:
(B)(4). Evaluation: conclusion: use of device in thoracic aorta and pre-implant infection.

Event description:
An endurant cuff was implanted in patient to seal a rupture of proximal anastamosis in a previous open surgical repair of distal thoracic aorta which had a known infection. The endurant cuff was successfully implanted. Approximately one month later the patient had a CT that showed an endoleak distal to the endurant aortic cuff. The physician elected to implant a 34x100 valiant thoracic stent graft extending down to the level of the celiac artery. Final angiogram showed that the distal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.